Event description:
A surgeon reported following a glaucoma filtration shunt implantation, a patient developed adhesions. The glaucoma filtration shunt was exchanged. The patient impact remains unk. No add'l info is expected from the surgeon.

Manufacturer narrative:
Eval summary: no data regarding product identity was received, no lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. No add'l info is expected for the surgeon. (B)(4).